Event description:
It was reported that the right atrial (ra), right ventricular (rv), and left ventricular (lv) leads of this cardiac resynchronization therapy pacemaker (crt-p) system exhibited elevated, in-range pace impedance measurements, possibly attributed to how recently the crt-p system was implanted. Additionally, right atrial auto-threshold (raat) tests and left ventricular auto-threshold (lvat) tests were in suspension, and ra and lv outputs were set to 5v. It was noted that the patient was in chronic atrial fibrillation (af) and the device was programmed to vvir. Technical services (ts) discussed that unsuccessful ra threshold tests were likely due to the device being in a mode switch and in a vdi fallback mode, as the raat feature was only available in ddd(r) and ddi(r) modes. While the cause of the elevated lv thresholds was not identified, there were several instances of fusion beats. Rv thresholds were stable. Additional information received reported that when there was loss of capture (loc) on the lvat test, there was a double spike and a change in the evoked response channel electrogram (egm). Furthermore, review of the presenting electrogram (egm) revealed intermittent loss of lv/left bundle branch (lbb) capture, and the double spike was also visible. There was no change in impedance noted. The plan was to bring the patient into the clinic for further evaluation. This crt-p system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.